Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was causing the patient discomfort and pain. Surgical intervention was performed and the s-ICD was repositioned and remains in service. No additional adverse patient effects were reported.